Event description:
It is reported that a right knee revision is pending due to osteolysis stage 4.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. This particular surface is manufactured from conventional polyethylene ((B)(4)). No product or x-rays were returned for review. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a corrective action for in 2007. This corrective action involved supplementing the labeling for the natural knee ii knee system with a field notification. Reference MDR 1822565-2006-00284 for additional information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.